Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. The target lesions were located in the circumflex (cx) artery and obtuse marginal (om) artery. The physician advanced two stent systems on the wire to the target lesions. The distal shaft of the 2.25x16mm promus element plus stent fractured. The distal section of the device was removed and the procedure was completed with another 2.25x16mm promus element plus stent. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).